Event description:
On (B)(6) 2012, the reporter/cde contacted animas on behalf of the patient and reported frequent hospital admissions related to severe low blood glucose (bg) levels. On (B)(6) 2012, the animas representative involved in this contact followed up with the patient and obtained additional information. The patient was unable to provide any dates as to when he had gone to an emergency room (ER). He was also unsure if emergency services had transported him to the ER. The last time he was admitted to the hospital, the patient was reportedly kept for 2 days for observation. The details of the hospitalizations were not provided. An animas representative went to the patient's health care provider's (hcp) office and reviewed the pump. The animas representative noted that there was no evidence that the pump contributed to the patient's low bg's. However, the animas representative noted that the pump was slow to responding to up arrow button presses. Through the review of the pump, the animas representative noted several elevated readings with some into the "400's" mg/dl. The patient admitted that he was disconnecting from the pump at times due to the fear of having lows. The patient mentioned that sometimes he would give himself injections of novolog to get his bg levels down. The patient also mentioned that he is on pain medications and receives an epidural every 3-6 months which may affect his bg control. The patient's hcp reportedly felt as though the patient was not safe while on the pump. The hcp decided to temporarily control the patient with injections and was going to consider putting him back on pump therapy after his bg levels stabilized. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter and patient indicated that he was hospitalized for severe hypoglycemia on multiple occasions. However, at this time it is unknown if the pump contributed to the patient's injuries. Through a review of the pump, the animas representative noted that there was no evidence of a correlation between the pump and the patient's low bg's. The patient, however, alleged that keypad up arrow button presses did not activate desired pump functions.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that from (B)(4) 2012 to end of pump use on (B)(4) 2012 the daily insulin delivery totals were found to be within specification. There were no alarms or pump conditions indicating a malfunction recorded in the black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no delivery issues found with the pump during testing. The up arrow keypad button was found to be intermittently responsive and required excessive force in order to elicit a response. The keypad was found to be intact. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.